Manufacturer narrative:
This cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. Additional information will be submitted within 30 days upon receipt.

Event description:
During a percutaneous intervention, a male patient to treat a lesion in the proximal right coronary artery, the patient had an episode of ventricular fibrillation for approximately 60 seconds during inflation of the stent. The ventricular fibrillation was treated with 200 joules of electric shock. The event was resolved without sequel